Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting and aspiration failure of a probe occurred during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. The condition of actuation was unknown. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received, with a tip protector, in a tray, for the report of aspiration and cut failures during surgery. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and cut and nonconforming for actuation. The probe engine was disassembled, and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area. The needle holder and retainer were disassembled and visually inspected. There was no damage or flash to the o-ring or needle holder. The probe engine was disassembled and the components inspected. The o-rings, spacer, and diaphragm are all intact. Excessive adhesive exceeding the specification for length at diaphragm/extension bonded area. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the lot number obtained from the device's rfid tag. Two nonconformances were found. These non-conformances could have potentially contributed to the reported event. The related non-conformances were opened for the identical issue of excessive adhesive on the extension/diaphragm. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the probe had an aspiration or cut failures; the evaluation indicates the probe had an actuation failure. The aspiration and cut functionalities of the probe were conforming; however, the observed actuation failure could have caused the probe to not aspirate or cut at the time the reported event was observed. The exact root cause of the actuation failure cannot be determined from this evaluation. However, a manufacturing related potential contributor factor was identified: excessive adhesive on the extension/diaphragm. The returned sample met specifications for aspiration and cut; however, non-conformance record has been initiated related to the excessive adhesive on the extension/diaphragm. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. Non-conformance records have been completed in relation to the related non-conformances identified within the non-conformance review. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).